Manufacturer narrative:
Additional information: d9, h3, h6 (add b01), h10. H10: five (5) actual samples were received for evaluation. A visual inspection with the naked eye noted damaged main bodies located next to the notch on all five returned units. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified on all samples. The cause of the condition could not be determined; however, the damaged sets are consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set material. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a damaged mainbody located at the notch. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of an unspecified quantity of peritoneal dialysis (pd) transfer sets were cracked. This issue was further described, "presented fracture or crack at the clamp without leak¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.